Event description:
Healthcare provider reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken and more of three openings observed, on anterior side assessed, as fold flaw opening. Additional observations: creases were observed, wear abrasion observed. Deformation observed, inner lumen. Red particles observed, on the surface of the shell. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare provider reported, a right side rupture. The device has been explanted.

Event description:
Healthcare provider reported, a right side rupture. The device has been explanted.